Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The driveline repair was performed on (B)(6) 2025. The splice was started 3 inches from the exit site. The driveline replacement was completed without alarms. The system controller was exchanged and returned for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low speed events; however, evaluation of the patient's replaced portion of driveline from (B)(6) did not find damage that would have contributed to the events observed within the log files. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured multiple low speed events between 09dec2025 and 12dec2025 while the patient was operating on the mobile power unit as well as the power module. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue resulting from a short to shield. A distal end driveline replacement was performed on 19dec2025. Approximately 19¿ of the external portion of the driveline was returned for evaluation. The outer jacket appeared unremarkable. The pins of the system controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU is currently available. Section 6, ¿patient care and management¿, addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage. This section also states that the driveline should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms (including low speed alarms) and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a potential driveline issue where the patient was experiencing speed-drops and low voltage. The low-speed alarm appeared only when the patient was connected to the mobile power unit (mpu) and power module (pm). On portable batteries no alarm was seen. The patient was changed to an ungrounded cable. Log files were sent for review. The log file contained 6 additional lines of data and did not dispute the prior log file evaluation of a driveline (dl) short to shield. It further confirmed the speed drops below the low-speed limit were caused by a dl shortage shield. X-ray images were submitted. The internal x-ray images appeared unremarkable. The external x-ray images showed some areas where odd twists/bends may be stressing/affecting the driveline integrity.